Event description:
A healthcare professional reported that an ophthalmic tip was broken during use. The procedure was completed with alternate pack. There was no patient harm.

Manufacturer narrative:
This report originally filed as 2523835-2022-00136. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).